Event description:
Two days prior to this procedure, the patient has a stent placed at the ostium of the bypass graft onto pla of rcx. The (B) (6) 2008, the stent was occluded with thrombus. A medtronic 7f sherpa jr4 guide catheter was placed and a bmw wire was advanced into the bypass graft. The physician inflated a 2.0 x 20 mm maverick balloon. Then he used thromcat. The thrombus was reduced after the first run of thromcat. While performing a second run, the physician felt a little resistance. After removing thromcat, the physician noticed that the helix had come out of catheter about 5cm from distal tip. At the end of the procedure, the vessel was occluded again. The angiogram was requested, but was not available for review as of the date of this report.

Manufacturer narrative:
Explanation for result - the device carries the ce mark for use in coronary and peripheral arteries. The target vessel in this case was a coronary bypass graft. Conclusion - no conclusion could be drawn from the investigation of the helix fracture malfunction.